Event description:
A complaint was received for the c4604elt cusa excel 23khz laparoscopic tip. The customer stated that the tip came in two separate pieces (the gold part and the silver part) which are supposed to be one complete piece. The problem was discovered upon delivery to the customer. The patient was prepped for surgery and the device was in contact with the patient, however, there was no patient injury or death alleged and no revision or medical intervention was required. There was no delay in surgery due to the product problem. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 23 may 2016. The product was not returned for evaluation. A DHR review could not be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause cannot be determined at this time due to device not available for evaluation. There have been 3 attempts to retrieve the device. If the device is returned, the complaint will be reopened.